Manufacturer narrative:
Submit date: 07/25/2016. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a skin marker. The customer states that ink leaked inside product and it got in patients eye during removing the cap. It was cleaned with water and the patient had pain in the eye at the time, but recovered.

Manufacturer narrative:
One unused sample with lot number 5195101364x was received for evaluation. The reported condition was confirmed. As part of the analysis the sample was visually inspected according to the product specification. The sample was sent to the supplier for investigation. The skin marker is a purchased component manufactured by an approved supplier. The device history record (DHR) was reviewed and no abnormal process conditions were present during the manufacturing of the product that could have led to the reported condition. The DHR review showed that all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process. The skin marker is produced by external supplier and the assembly process consists in a pick and place operation. There is no additional inspection on the line to detect the condition reported. As an immediate containment by medtronic the following actions were taken: 1) a health hazard assessment was generated for a surgical marker detached tip ink in patient¿s eye. 2) the scar was opened in order to address corrective and preventive actions. The root cause confirmation was provided by the manufacturer: results of batch review: during the molding process, the quality inspector and operator are to inspect for missing nib vents and in process inspections. Moreover, during the pen assembly process, per the aql inspection, the quality inspector is to inspect for leaking pen (ink bubbles out of nib when the cap is taken off or leaks from the plug end), components not fully seated (nib, plug, cap, utility marker for marker ink spattered on the pen. The root cause was determined by the review of the DHR sampling plans, reviews of the returned sample and review of samples from shop orders in inventory. One sample was returned in a polybag. The marker was not packaged but was returned with a non-aspen package. The returned sample did not specify the lot number reported. The plug and nib fully seated and were intact. A blocked vent can be caused by defective core pins. Since the purpose of the vent is to equalize the pressure from the inside to the outside of the pen, if the vent is blocked, it can cause a leaking pen. Corrective and preventive action: preparing, inspecting and packaging ihd barrels was released to change the inspection criteria for blocked barrel vents. Operators and quality inspectors were trained on the new inspection criteria. The inspection criteria allow a passing result if two or more vents are opened. If partial venting is occurring, an additional visual inspection is performed inserting a nib in the barrel. Training of the revised work instruction and inspection criteria was performed. In addition, preventative maintenance/repair of the molding tool and components is performed parts are built, and inspected to ensure that all and any non-conformances were addressed during maintenance and repair. A review of customer complaints and in-house non-conformances will be performed to ensure effectiveness. If information is provided in the future, a supplemental report will be issued.